Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of alarm f-94 was determined to be damage to the battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent. This is a product not distributed in the us but is same or similar to a device marketed in the united states. The 510k number is not available.